Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the tip of the neck area. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements. Loss of captured was also noted due to the increased thresholds. An x-ray was performed and the lead appeared to have pulled back. An attempted to reposition the lead was made, however the helix could not be fully retracted. The lead was removed and tissue was noted in the helix housing. A new lead was successfully implanted. No additional adverse patient effects were reported.